Event description:
The patient's daughter reported that the previously working remote monitor, did not power on. Setup was verified and troubleshooting steps were taken, to no avail; including changing the batteries. Return of the monitor is pending. No patient complications were reported as a result of this event. It was further reported that the monitor had been returned.

Event description:
The patient's daughter reported that the previously working remote monitor, did not power on. Setup was verified and troubleshooting steps were taken, to no avail; including changing the batteries. Return of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.